Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot#: 2200220, d.4. Medical device expiration date: 2023-11-30, h.4. Device manufacture date: 2022-07-19, d.4. Medical device lot#: 2259111, d.4. Medical device expiration date: 2024-01-31, h.4. Device manufacture date: 2022-09-16. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e / k2 edta blood collection tube there was under-fill or low draw of a tube with blood. This event affected 125 tubes. The following information was provided by the initial reporter. The customer stated: "the end user reports that 4,3% of tubes are failing, there is no vacuum and cannot draw properly."

Manufacturer narrative:
H.6 investigation summary material #: [368171]. Lot/batch #: [2200220 and 2259111]. Bd had not received samples, but [1] photo was provided for investigation. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube label. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. As no customer samples were received at the manufacturing site, the investigation was limited. Additionally, [10] retention samples from both lots were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the retention samples from both lots. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode [underfill]. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e / k2 edta blood collection tube there was under-fill or low draw of a tube with blood. This event affected 125 tubes. The following information was provided by the initial reporter. The customer stated: "the end user reports that 4,3% of tubes are failing, there is no vacuum and cannot draw properly."